Event description:
Additional information was received. It was reported that the cause of the event was the pump and programmer. It was stated that the catheter and pump data was invalid. There were no patient symptom or injury and no hospitalization was required for the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8870; product type software. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that a pump memory error showed on the post-operative read-out. The reporter was not aware of any audible alarms and stated that the patient was ¿getting good coverage.¿ it was noted that the reporter didn¿t believe that the pump had been refilled yet. Twelve days later, it was reported that the patient had not had any symptoms. The memory error had occurred during a pump interrogation, but no electromagnetic interference was involved. At the time of report, the patient was receiving effective therapy. The device system was used to deliver morphine.